Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility, and no osseointegration.

Event description:
Mobility was reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.